Event description:
Reportedly, there is some atrial activity detected on the rv channel.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specifications during the final inspection. Analysis of the patient files identified an episode on (B)(6) 2025 at 13h53, where atrial activity was sensed on the ventricular channel, resulting in an inappropriate diagnosis. Since (B)(6) 2025, the impedance of the atrial lead have remained stable. On (B)(6) 2025, the ventricular sensitivity increased from 1.0 mv to 1.8 mv. However, some p-waves (less than 5%) were still sensed during the last follow-up on 21 (B)(6) 2025. The sensitivity was programmed at a relatively low level (1.0 mv in (B)(6) 2025 and 1.8 mv in (B)(6) 2025). Since the patient is not pacing-dependent and to avoid atrial detection on the ventricular channel, it could be further increased to 2.0 mv. Regular patient monitoring is recommended to ensure the lead is properly functioning. No atrial lead malfunction is suspected. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, there is some atrial activity detected on the rv channel.